Event description:
It was reported by service report that the pt left siderail would not lock in the upright position and top rail was broken with sharp edges. No pt involvement or adverse consequences are reported.